Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction event(s), where it was reported the device experienced the bassinet basket falls off, falls from tilt position, or that the basket could not be tilted. There was no patient involvement.